Event description:
It was reported that during a routine follow up the lead exhibited loss of capture. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. To parts of the lead measuring 4.8cm and 16.3cm were returned for analysis. The portions of the lead that were returned were normal. Without return of the entire lead, a complete analysis could not be performed.